Event description:
Customer states: during use on a pt at hospital, when the instrument was once detached from the cuff after the inflation and the cuff pressure was measured again, a customer confirmed the pressure was decreased by 5-10 cmh20 than that at the first measurement. Customer confirmed pre-test was done. Info provided suggest that extubation and reintubation was required.

Manufacturer narrative:
Sample currently in transit to covidien for investigation.